Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 121 mg/dl at the time of the incident. The customer stated the same error had occurred recently. Troubleshooting was provided. The insulin pump is returning for analysis.

Manufacturer narrative:
No audio or beep anomaly noted. Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external flash crc error alarm due to blank display.